Event description:
Complainant alleged that while attempting to treat a 59-year-old male patient, the device failed, two times to discharge using paddles and displayed a "release shock" message. Complainant indicated that the clinician obtained a set of electrode pads to deliver the set energy to continue treating the patient, which successfully shocked the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the activity logs were provided for review. The device did not deliver a synchronized shock with the paddles because it could not clearly detect the patient's heartbeat signal. The device's log does not record the actual heart rhythm, so the ECG cannot be reviewed. The instructions for use warns that using paddles for this type of shock can be unreliable, because movement or noise can confuse the device into shocking at the wrong time. Using ECG leads instead is recommended for best results. The records also show the device followed the correct steps when the paddles were used, and there was no sign of a malfunction. The paddles and device were not returned for testing. Based on the data provided there was no fault found with the device. The device worked as expected. No trend is associated with reports of this type.